Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the pressure was set on "30" but an overpressure happened resulting in edema. The water jet was even outside of the knee. The procedure was interrupted. No patient injury reported.

Manufacturer narrative:
The reported device was received for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection was performed on the product and there were no issues found with unit. The unit was tested at various pressure settings (30, 50, 80, 100, and 150 inhg) for a total of 50 mins, two pressure transducer were used to measure the pressure that the unit was maintaining. The unit was able to maintain the set pressure with a range of -1 to -4 inhg. At a set point 30 inhg the unit was maintaining a pressure of 29 inhg and 28 inhg at the 2 transducers. Overpressurization was not observed during the functional testing. A dimensional analysis was performed on the diameter of the outflow tubing and the cassette orifice, both dimensions were within tolerance. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. Factors which could have contributed to the reported event include a defective transducer on the concomitant device or crimped inflow tubing.